Manufacturer narrative:
Adaptation of the data after the receipt of the new information in the whole report. The sample was discarded in the clinic, no sample available for investigation. Manufacturing and quality control data: due to the limited information and the missing product investigation is restricted to tracability of manufacturing and quality control data. Due to the missing serial number of the valves, it is not possible to completely track the production and quality control data. However, we confirm that all parameters are verified and approved during production. We assure that our production and quality control ensure that only products conforming to specifications are made available on the market. Conclusion information : unfortunately, due to the missing sample, we are unable to provide a meaningful analysis. An investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis.

Event description:
New information received on 07/17/2023. The patient underwent a revision because adjustment difficulteis of the m.blue (#fx804t). For the theraphy it was required that the valve was setting to minimum of pressure setting. Due to the fact that the valve was not adjustable, the valve was replaced. The sample was not returned for evaluation to the manufacturer.

Event description:
It was reported that a patient underwent a vp shunt insertion with an mblue+ shunt system ~ 2 years ago at (B)(6) hospital in (B)(6). The patient recently traveled tob (B)(6) hospital in (B)(6) to participate in a gene therapy trial. On (B)(6), 2023, as part of the enrollment, an unsuccessful attempt to adjust both valves to their maximum settings using the mblue tool set and other adjustment tools was made. The patient is to return to london the responsible surgeon will determine the next steps. No patient complications were reported.

Manufacturer narrative:
Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.